Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 06/24/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll for evaluation on (B)(4) 2015. Investigation results as follows: there were no physical damages observed during visual evaluation. The reported complaint of "battery could not be recognized by the autopulse" was not confirmed. The battery passed all testing criteria. No issues were found during the investigation.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "replace battery" or "recharge battery" message when autopulse li-ion battery with serial number (sn) (B)(4) was installed into the device. Customer indicated that the battery indicator showed that the battery was fully charged. No patient involvement was reported. No further information was provided.